Event description:
It was reported that bd nexiva¿ closed IV catheter system w/ dual port had a broken catheter. No serious injury or medical intervention reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use? No. Device returned to manufacture: yes. Investigation summary: received a 20ga nexiva unit within an open package from lot number: 8031857. The needle-shield assembly was fully disengaged. DHR review for lot #: 8031857: a total of (B)(4) were manufactured on nexiva line 1 starting on 2feb18 through 10feb18. All challenges, set-up and in process samples were performed per quality control plan. Found 4 non-related qn¿s where disposition of the product, root cause and corrective actions were applied according to the quality control plan. 200732637 (damaged septum) 200739252 (wrong tipping die), 200731792 (running under risk-nikon down), 200315587 (incomplete seal), all other inspections passed per specifications. Visual evaluation of the unit revealed the end of the extension tube was not correctly inserted into the winged adapter and was instead glued to the top part of the port. This condition would cause leakage as experienced by the customer. This defect occurs during the manufacturing process on zone 8 at the adhesive dispense station if the catheter adapter or extension tubing is misaligned during the insertion process. Current process controls include routine leak testing after zone 9 as well as a 100% online flow tester in zone 8 the cause of failure and failure mode have been identified in rm5796 rev 16(o) nexiva p-eura. Per rm5796, the effect of minor leakage has a limited severity with ranking s2 with frequent occurrence rate of >1000 ipm. With limited severity and frequent occurrence, the risk to the end user is unacceptable. However, risk to the end user has been mitigated as much as possible, and per risk benefit analysis rba-1, the benefit of gaining access to the vasculature outweighs the assigned risks. The occurrence of this defect for batch 8031857 is remote (=10 ipm).

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system w/ dual port had a broken catheter. No serious injury or medical intervention reported.